Event description:
It was reported, the programmer rf head had difficulty picking up signals from patient devices. The programmer rf head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Unable to pick up signal from device. Needed to move cable to get any green led (light emitting diode) and then signal would drop. Device failed uplink tests. Cable found out of electrical specification. Top cover had cracked lens. Label missing backing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer rf (radio frequency) head had difficulty picking up signals from patient devices. The programmer rf head was returned for service. No patient complications were reported as a result of this event.